Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The most probable root causes associated with this incident are the adhesive, including the adhesive irritating the user¿s skin, or misuse, including improper site selection and repeatedly using the same application site to place the sensor. These conditions are mitigated through the freestyle product labelling. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced symptoms described as pain and bleeding at the insertion site and self-treated with gauze and band-aid. The customer then had contact with a healthcare professional (hcp) who provided unspecified antibiotics and a tetanus shot for further treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Sensor plug was properly seated. No issues observed on sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. It was observed that adhesive to be peeled off. Applicator (B)(6) has been returned and investigated. Visual inspection was performed on the applicator and no issues were observed. Applicator had fired correctly. Sensor pack (B)(6) has been returned and investigated. Visual inspection was performed on the sensor pack and no issues were observed. Lid was completely peeled off. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Visual inspection was performed on the returned sensor, hardware product quality engineering (hpqe) team observed that the adhesive was still intact. The sensor applicator was observed to be fired correctly and the sensor pack lid was completely peeled off. The data in the initial scan from phase 1 investigation was reviewed. The sensor was observed to be in state 1 with error code 2 (insertion failure). The DHR review showed no rework or deviations at the time of manufacture. The returned sensor was visually inspected and observed that the adhesive still intact. No functional testing is needed for this insertion issue. The returned sensor came back with the adhesive still fully intact. The DHR showed that no rework or deviations has been done at the time of manufacturing and the sensor applicator and pack were correctly assembled. This issue is not confirmed due to observing the adhesive functioning as intended. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced symptoms described as pain and bleeding at the insertion site and self-treated with gauze and band-aid. The customer then had contact with a healthcare professional (hcp) who provided unspecified antibiotics and a tetanus shot for further treatment. There was no report of death or permanent impairment associated with this event.